Event description:
Healthcare professional reports pt suffered an unspecified bleeding event during a cardiac catheterization lab application. Pt was subsequently transferred to the intensive care unit (ICU) and intubated. Pt was administered a blood transfusion and it was noted that pt had developed a hematoma in the groin. During the procedure, the act+ test performed with hemochron elite microcoagulation system generated results that were not as expected and the pt was administered additional heparin. The medical staff ordered aptt testing form the laboratory and results were above the therapeutic range. The healthcare facility identified that the medical staff did not use the pre-established target times for the elite system and based pt treatment using target times for another test system. The healthcare facility's pre-established target time for the elite system is 280 seconds and the target time used during the pt procedure was 350 seconds.

Manufacturer narrative:
(B)(4). Cuvette lot# g3jac271. Method code: actual device not evaluated. Process evaluation performed. No related ncrs identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. The healthcare facility identified that the medical staff did not use the pre-established target times for the elite system, and instead based pt treatment using target times for another test system, which previously was used in the cardiac catheterization lab. Prior to implementing the elite system into service, the healthcare facility appropriately established new target time for the elite system and communicated the new target times to staff. However, specific to this case, the medical staff did not use the pre-established target times for the elite system. The healthcare facility has re-educated the medical staff on the established target times for the elite system.